Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was several episodes of ventricular oversensing noted on the right ventricular (rv) lead resulting in inadequate shock delivered to the patient. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.

Event description:
During follow-up, there was several episodes of ventricular oversensing noted on the right ventricular (rv) lead that resulted in inappropriate high voltage therapy delivered to the patient. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis. The analysis of the associated ICD indicated that the backup vvi was due to damage on the right ventricular (rv) lead that was not returned for evaluation.